Manufacturer narrative:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the ica. The lesion did not exhibit any particular calcification or tortuosity. No abnormality noted during preparation and inspection of the device prior to use. No difficulty/friction noted when loading the device onto guidewire. No resistance noted during delivery of the device to lesion. Evaluation summary: the hollow mandrel and stopcocks were found connected to the device; no other accessories included in the packaging were shipped back. Traces of radio opaque solution and blood were detected inside the inflation lumens; inflation/deflation test failed due to lumens been occluded. A visual inspection was performed on the device however no damaging or kinked point were detected. A 0.035* wire was inserted from the tip to the mo.ma working channel. No evidence or particular friction or abnormalities were detected. Needles were bonded distally to perform inflation and a vaclock syringe was used to inflate balloons. No abnormalities noted on the proximal balloon. A leakage was detected on the distal balloon. Using a microscope a long cut was detected on the balloon surface (from the distal end of the balloon till the exit port of the mandrel).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device in a patient. During the procedure, it was reported that the distal balloon appeared to have a hole as it did not remain inflated. No patient injury or other clinical sequelae reported for this event.